Event description:
A (B)(6) advia centaur xp (B)(6) total result was obtained for a patient sample. The result was discordant with a previous measurement of (B)(6) in 2014. The patient sample was tested with two alternate methods and the results were (B)(6). A second sample from the same draw was tested on the advia centaur xp and the result was (B)(6). The patient sample was tested for (B)(6). The results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
The cause for the discordant (B)(6) total result is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." (B)(4).

Manufacturer narrative:
08/25/2015 additional information: siemens had requested the sample for further testing and investigation but the patient sample was not available. Therefore, the cause could not be determined. The overall sensitivity is not being questioned by the customer. The cause for the discordant (B)(6) total result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.